Manufacturer narrative:
The customer complaint that the buretrol leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a buretrol leaking medication during administration and during the medication flush.